Event description:
The consumer reported the extraction solution of the binaxnow covid-19 antigen self test contacting her eye. The consumer confirmed that she did not feel anything after the exposure.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. A product deficiency was not reported or found. Technical service attempted to provide the safety data sheet but the consumer refused stating that she had already sought health care provider's advise and is completely healed. No futher action is required. A supplemental report will be provided if any additional is obtained.